Event description:
It was reported that the patient presented to the emergency room after a three (3) day history of swelling, mild redness and higher temperature of the lower left extremity. The patient was admitted to the hospital. A doppler ultrasound was done and ruled out deep vein thrombosis. The patient was diagnosed with cellulitis of the lower left extremity and treated with keflex. He was also found to have acute congestive heart failure and diuresed with intravenous lasix and later switched to oral lasix. The patient's congestive heart failure stabilized and he was sent home to complete the course of treatment with keflex for the cellulitis.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The device remains implanted and will not be returned to the manufacturer for evaluation. Patient received treatment for cellulitis and was discharged home to complete the course of the treatment. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Local infection and worsening heart failure are known potential clinical adverse events associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to local infection and worsening heart failure are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event cannot be conclusively determined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803.